Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of elevated results not matching the clinical picture for 1 patient tested for elecsys troponin t stat assay (troponin t stat) on a cobas 8000 e 602 module. The patient was initially tested at 5:58 p.m. With a troponin t stat result from the e602 module of 272.1 ng/l. A second sample was obtained at 9:18 p.m. And the troponin t stat result from the e602 module was 281.6 ng/l. The patient was transferred to the hospital and on (B)(6) 2019 at 12:30 a.m. The troponin I high sensitive result from the abbott method was 17 ng/l. On (B)(6) 2019 a third sample was obtained and the troponin t stat result from the e602 module was 322.9 ng/l. The troponin I high sensitive result from the vidas method was 12.7 ng/l. Due to the differences in the troponin t stat results and the troponin I high sensitive results, the customer suspects an interference affecting the troponin t stat results. There was no allegation that an adverse event occurred due to the results from the device. The e602 module serial number is (B)(4).

Manufacturer narrative:
The customer provided a sample for investigation. The sample was tested with tnt-hs on a cobas e601 and a cobas e411 with results of 364.3 and 355.1 pg/ml, respectfully. Size exclusion chromatography was completed with a true positive result was confirmed. An interfering factor was not detected in the sample. The investigation did not identify a product problem. The cause of the event could not be determined.